Event description:
Doctor was doing a laparoscopic cholecystectomy when he noticed the staples were crossing and could not be used. Manufacturer response for clip applier, disposable laparoscopic clip applier (per site reporter): none at this time.